Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the distal tip measuring 52.0cm was returned for analysis. Internal insulation abrasion was noted at 24.3-24.8cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.